Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation conclusion summary: the device was not returned for investigation. Therefore the condition of the component is unknown. No detailed information was received which part or when exactly the trial was broken. No pictures of the broken device were received. In conclusion, due to significant lack of information, it is impossible to perform a meaningful investigation of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on january 03, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the event happened on (B)(6) 2016. There was no injury to the patient. No other instrument was used as the surgeon just continued with the definitive implant. Furthermore, there was no surgery delay.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the as trial humeral cup broke during surgery. No further information is available at that time.